Manufacturer narrative:
The device was not removed from the pt and add'l eval will not be possible at this time. Product literature establishes the "implant components and may bend, break or loosen even though restrictions in activity are followed." It is unk whether the screw breakage was the result of a deficiency of the screws or some external factor. The root cause cannot be determined at this time.

Event description:
Pt reported interscapular pain on the right side approx 6 weeks after c6-c7 acdf and implant of gradient plus cervical fixation device. X-rays taken in 2007, revealed broken screw at c6. Posterior forminectomy with fixation performed the following day. Original implant was not removed. Pt is currently recovering with no add'l complications noted.